Manufacturer narrative:
One device was returned for review. A functional test found leakage through a crack in the hub, confirming the complaint. CAPA c-2020-016 has been initiated to identify root cause and corrective action. The molding parameters of these hubs were updated to meet manufacturers suggested settings and mold 501-05 cavity 4 had a new core pin installed that controls all the critical dimensions for the inner diameter. The investigation is still in progress.

Event description:
There have been two or three instances where a fresh PICC less than 48 hours had to be pulled because there was a crack at the end of the line (the hub). Dressing wet and fluid noted to be leaking from crack in hub. No adverse reaction was reported. However, increase risk of infection, skin breakdown, new PICC placement, additional IV attempts and added stress on patient is a concern. We use ICU medical extension tubing no end caps used, tegaderm and steri strips to secure line.

Manufacturer narrative:
Sample indicated as available for evaluation. Follow-up report will be submitted once the sample has been received and reviewed.

Event description:
There have been two or three instances where a fresh PICC less than 48hrs had to be pulled because there was a crack at the end of the line (the hub). Dressing wet and fluid noted to be leaking from crack in hub. No adverse reaction was reported. However, increase risk of infection, skin breakdown, new PICC placement, additional IV attempts and added stress on patient is a concern. We use ICU medical extension tubing no end caps used, tegaderm and steri strips to secure line